Manufacturer narrative:
Service performed significant troubleshooting, and deemed the heater, trigger_pre-trigger (rohs)_part number 7-97332-02 as the cause for the issue due to the part leaking. Service repaired the leaking part which resolved the issue. Review of the service history verifies no subsequent issues have been reported related to false elevated patient results. Device history record review did not identify any non-conformances or potential non-conformances related to the current complaint issue. A review of tracking and trending for alinity I/architect ia found no trends for the architect i1000sr with regards to the current issue. Trending review for the instrument part did not identify any trends. Labeling was reviewed and adequately addresses the issue. Based on the investigation, no systemic issue or deficiency of the architect i1000sr, serial number (B)(6), was identified.additional information in b3.

Event description:
The customer observed falsely elevated architect stat troponin-I results generated on the architect i1000sr instrument for one patient. The following data was provided: sid: (B)(6): initial result 0.119, repeat result: <0.001 (patient ref range 0.001-0.003) ng/dl. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat troponin-I results generated on the architect i1000sr instrument for one patient. The following data was provided: sid: (B)(6) : initial result 0.119, repeat result: <0.001 (patient ref range 0.001-0.003) ng/dl. No impact to patient management was reported.